Manufacturer narrative:
Initial reporter occupation is a lay user/patient. The meter and test strips were requested for investigation. There was 1 test strip of lot 496820-21 tested for the investigation. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4). The result from the meter at 8:56 am was 1.8 inr. The result from the meter at 11:01 am was 2.3 inr. The patient is unsure if a different finger was used for each test. The patient¿s therapeutic range is 2.0- 3.0 inr.